Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. Please note that the reporter's phone number and email address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the tip of the two burr devices broke while continuously drilling into the patient¿s bone. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was spare device available for use. It was reported that the procedure was completed successfully; however, there was no information on how it was completed. It was reported that there were no broken pieces of the device left in the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information please note that the serial number was documented as unknown in the initial medwatch report. The correct serial number(B)(4) has been documented this medwatch report. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (sep 16, 2017) has been updated to reflect the date the device was manufactured. The unique identifier ( UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The burr device was evaluated and the reported condition that the device had a broken tip was confirmed. An assessment was performed and it was observed that the tip of the device was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken, the angle indicates that there was excessive force applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.